Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 4.7cm to 5.5cm, 5.6cm to 6.7cm and 6.1cm to 6.4cm from the distal tip. The etfe coating was intact at this/these locations.

Event description:
This report is to advise of an event observed during analysis.